Manufacturer narrative:
Additional information: b5, h4, h6(update codes), h11. B5: it was further informed that the dried white powder was observed around the fill port and winged cap. The device contained 170ml 0.9% sodium chloride (nacl) having a final volume of 240ml. H4: the lot was manufactured between october 3-4, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed white drug residue around the blue winged luer cap; however, the white residue was not observed in the fluid path. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white powder was observed around the blue cap in a large volume folfusor. The device contained fluorouracil 3500mg. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.